Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance of the device, the device takes an extremely long time to charge. The defibrillator takes 1 to 2 seconds for each joule selected to charge. The complainant indicated that there was no pt involvement in the reported failure.